Event description:
While wearing the external equipment, the pt reportedly experienced pain. Programming changes were made. However, the reported problem was not resolved. Testing performed confirmed that the device was not functional. Surgery to explant the pt's device is to be scheduled.